Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use. Therefore, they replaced infusion set and resumed insulin successfully. No further information available.